Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that insulin delivery stopped and had him rewind and alarmed motor error. The drive support cap is protruded. Nothing further reported.